Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage, there was a white substance and the lead was stretched. (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4) no anomalies found (B)(4) full lead in segments (B)(4) no anomalies found (B)(4) full lead in segments.

Event description:
It was reported that the right atrium (ra) lead had an apparent lead fracture, high threshold, and high impedance. It was also reported that there was positioning difficulty with the right ventricular (rv) lead. The ra lead and rv lead were removed and replaced with new leads. No patient complications have been reported as a result of this event.